Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 9338114 and 9318427m, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed no visible damage to the units. Based off the provided photos the engineer was unable to identify the reported defect. A physical sample would be required to perform additional testing to gauge the effectiveness of the clamp. Since no defects could be identified in the provided photos a definitive root cause could not be determined.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems - dual port 24 ga 0.75 in experienced defective/deformed tubing clamps. Product defect was noted during use. The following information was provided by the initial reporter: during blood collection, a clamp became twisted and could thus not be used. Lot# is either 9338114 or 9318427.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9338114. Medical device expiration date: 2022-11-30. Device manufacture date: 2019-12-04. Medical device lot #: 9318427. Medical device expiration date: 2022-10-31. Device manufacture date: 2020-01-21.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems - dual port 24 ga 0.75 in experienced defective/deformed tubing clamps. Product defect was noted during use. The following information was provided by the initial reporter: during blood collection, a clamp became twisted and could thus not be used. Lot# is either 9338114 or 9318427.